Event description:
It was reported that this right atrial (ra) lead exhibited undersensing and intrinsic amplitude out of range. Boston scientific technical service (ts) discussed programming off atrial discriminator. Also, may consider programming single chamber mode and turn ra lead off. To date, this ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. The device is still implanted and in service; therefore, a technical analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Labeling review not performed. Issue of this type is not unexpected in leads of this age. There was no indication in the complaint that the product was not used in accordance with the IFU. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right atrial (ra) lead exhibited undersensing and intrinsic amplitude out of range. Boston scientific technical service (ts) discussed programming off atrial discriminator. Also, may consider programming single chamber mode and turn ra lead off. To date, this ra lead remains in service. No adverse patient effects were reported.